Event description:
Pump alarmed battery error 1 and stopped infusing. No preceding battery alarms are shown in logs or were displayed to the user. Medication delivery was transitioned to another infuser. FDA safety report ID # (B)(4).